Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve has been placed under consideration for a redo aortic valve replacement procedure after an implant duration of one (1) year, one (1) month due to a significant increase in gradient caused by a large thrombus on the valve. It was noted that post implant echo and a 6-month echo had shown a really good gradient and that just recently that gradient had increased significantly. Additionally, a tee was performed which showed a large thrombus on the valve.

Manufacturer narrative:
H11 corrected data: h6 (device code).

Manufacturer narrative:
H10: additional manufacturer narrative: per the image evaluation, high echo gain settings preclude the reliable assessment of leaflet thickness. High gain settings and limited, off-axis imaging precludes the reliable assessment of leaflet motion. (Although abnormal opening of a leaflet in an anterior position is possible, the same appearance can be seen with off-axis imaging close to the leaflet commissures.) The echos shown within the bioprosthesis orifice are ill-defined, hazy, extend beyond the orifice (extending distally from the echo transducer), and occur in the setting of high echo gain settings; and are most consistent with reverberation artifact. In summary, the submitted movie does not provide reliable evidence for a large thrombus, and does not allow reliable assessment for a cause of the reported high gradient. The possibility of a perimembranous vsd and, if present, its implications for the reported high (presumably systolic) gradient are not interrogated in the submitted movie. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation. A DHR review was performed, and no related non-conformances were found. Based on the echo provided, a thrombus cannot be confirmed and a definitive root cause cannot be conclusively determined; however, if more information is supplied to confirm a thrombus, the most likely cause is patient factors. There is no evidence to suggest a design or manufacturing defect. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspection prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation finding, and investigation conclusion).